Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the differential shear valve cvl85/126 was defective. . The fse replaced the shear valve, which repaired the leak and the errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The instrument was generating differential voteouts when the leak was noticed. The volume of the leak was about 5 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gown, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.